Event description:
A surgeon reports that a pt had two intraocular lenses (iols) implanted in the same eye two years ago. It was reported that a membrane was growing on the surface of the lens. Both iols were removed. The use of two lenses in one eye is not included in the labeling for this report. (This medwatch report is being filed for one of the iols. Another medwatch report is being filed for the other iol).